Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had oversensing of the minute ventilation (mv) sensor, and was causing inappropriate mode switches. The mv was turned off in response. The system remains in-service. No adverse patient effects were reported.